Event description:
Reporter stated pump had over infused. This was second pump with the pt. Thereapy was tpn with total bag volume of 230 ml plus ml over fill. Thereapy is over 16 hours with a 1hr ramp up and 1 hr ramp down. Report did not state how fast pump infused. No adverse results were reported or medical intervention.